Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4. The video baton was returned to verathon for evaluation. A verathon technical service representative plugged the returned video baton into a test video monitor and confirmed the reported image issue. A visual inspection of the video baton revealed a cracked lens with fluid ingress visible. Since there are no repair available for the video baton and the customer has received a replacement the returned video baton was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would go out of focus and intermittently cut out, additionally the led would also go out. Reportedly the image issue occurs when the video baton cable is moved in any way. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.